Event description:
It was reported that the ventilator generated a technical error indicating an internal memory error at startup. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced. The replaced part was returned for investigation. The provided logs revealed technical error codes indicating error in internal memory and memory lithium battery on control bcp depleted at (B)(6) 2022. The investigation revealed that the retuned pcb passed all tests without any discrepancy when it was connected to a test ventilator. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The root cause could not be determined since the reported problem could not be reproduced.